Event description:
It was reported through clinic notes that upon performing diagnostics on a patient's device, there was indication of system malfunctioning or near end of service. It was not specified what the indicator showed, but was noted that communication, output status, and lead status were functioning within normal limits. As a result, the patient's generator was replaced. The implant card from the replacement surgery was received, indicating that the replacement was prophylactic. The explanted device has not been received to date. No additional relevant information has been received to date.

Event description:
Follow up with the physician indicated that there was no device malfunction and that she had mistyped the battery status indicator. She stated and confirmed that the indicator displayed near end of service (neos) = yes. The explanted device was received for product analysis. Analysis is currently underway but has not been completed to date. No additional relevant information has been received to date.

Event description:
Product analysis was completed for the suspect device. Through testing, it was indicated that the device performed according to functional specifications, and provided the intended therapy as shown through monitoring the device in a simulated body temperature environment. The battery was measured to be indicating an intensified follow-up indicator (ifi) =yes. There were no performance or any other type of adverse conditions found with the pulse generator.